Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (B)(6) (B)(6) (B)(6) and (B)(6) (3014862188-2021-00469, 3014862188-2021-00468,3014862188-2021-00467, 3014862188-2021-00465, 3014862188-2021-00464, tests 1,2,3,5,6 of 6) this is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. Negative follow up testing the following day. Type of tests not proivded. Report 4 of 6.

Event description:
User reported 6 false positive results. Negative follow up testing the following day. Type of tests not proivded. Report 4 of 6.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. In section b5, the initial report was meant to reflect that user reported 6 false positive results